Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and hard nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use "there is no clinical data available regarding the effectiveness and tolerance of a juvéderm voluma with lidocaine injection in an area previously treated with another filling product. Injections should not be performed in areas that have been treated with permanent implants." Undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm. Nine months later patient was again injected with unspecified juvéderm. Four months later patient was injected to the marionette and nasolabial with juvéderm volift with lidocaine and unspecified juvéderm voluma. Seven weeks later patient was again injected to the marionette and nasolabial with juvéderm volift with lidocaine and unspecified juvéderm voluma. Another seven weeks later patient was again injected to the marionette and nasolabial with juvéderm volift with lidocaine and unspecified juvéderm voluma. Approximately six weeks later patient was hospitalized with swelling and hard nodules on the eyebrows and around the eyes. An ultrasound was performed showing ¿viscous matter¿ and a biopsy was performed with results pending. Patient was released from the hospital after two days. Patient was prescribed maxitrol antibiotic cream to put on the stitches that resulted from the biopsy that was performed. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00012 ((B)(4)), MDR ID# 3005113652-2017-00013 ((B)(4)), MDR ID# 3005113652-2017-00036 ((B)(4)), and MDR ID# 3005113652-2017-00037 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection of unspecified juvéderm voluma.

Manufacturer narrative:
The events of "fibrotic lesion, it is not clear what is it¿s nature" with "involvement and metastases" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. An allergan healthcare professional reviewed the reported events noting the following: given that the biopsy results showed that the fibrotic lesion could be a possible metastases, this could be a spread of the primary lung lesion. However, it may also be a reaction to the dermal fillers and would still be considered device related. In conclusion, the relationship of the fibrotic lesion to the suspected cancer is not clear. The healthcare professional has indicated that at this time there is no medical reason to connect the events of malignancy and sarcoidosis to the device and therefore these events are most likely not related to the device. If further clinical and/or device information becomes available this complaint will be medically reassessed.

Event description:
Additional information provided by reporting healthcare professional: ¿after excision of the fibrotic lesion, it is not clear what is it¿s nature. There is involvement and metastases to the right orbi-ocular muscles and temples. In the lungs, malignancy or sarcoidosis is suspected. There is no evidence or findings of hyaluronic acid. A lung biopsy is planned.¿ physician injected hyaluronidase, however it ¿did not help because of no hyaluronic acid in the lesion.¿ symptoms are ongoing.

Manufacturer narrative:
The event of granulomatous reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Additional information provided by reporting healthcare professional: at the hospital the patient was treated with a celestone injection which briefly improved symptoms but then they worsened again. Upon exam patient had significant edema, their eye was swollen shut, and there was a firm mass across lower lid. Patient was injected with hyalase. A biopsy was performed of the right lower eyelid/orbit. Results of ¿fibroadipose tissue showing a granulomatous reaction to fat-like tissue particle-may represent lipogranulomas or granulomas to an injected foreign material, or others (including sarcoidosis).¿ additionally, the biopsy was negative for malignancy. According to the healthcare professional the biopsy showed granulomas that happened as a result of an inflammation in the patient¿s body. A few months ago the patient had acute pneumonia and the healthcare professional wonders if this was the connection to the adverse event.